Event description:
This is the third report of three involving a malfunction that occurred during a procedure on the same pt at the same facility (cross reference with MFR 3006697299-2013-00065 (B)(4) and MFR 3006697299-2013-00070 (B)(4)). The theatre reported of a 36khz handpiece getting very hot and the small of burning after only a few seconds of using. This blackened the end of the tip. They replaced all consumables; however, handpiece and tip still very very hot. Diathermy not working properly either. The machine was also making a high pitched screeching noise. The unit was in contact with a pt. The procedure was delayed an hour but, the pt did not incur an injury as a result of this event. The sales rep visited the account and performed a full check with and without the valleylab force fx nosecone attached to diathermy machine. The console, handpiece and tip were 100% serviceable. The sales rep also took advise from the engineer to ensure she completed all necessary checks. After 25 minutes of constant use the machine still continued to work perfectly.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.